Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys ft4 ii assay on a cobas 8000 e 801 module. The sample was initially tested on a different analyzer, but resulted only with a flag (no value). The customer checked the sample for bubbles and then placed the sample on the e 801 analyzer for testing. The ft4 value measured on the e 801 analyzer was 0.537 ng/dl and this value was reported outside of the laboratory to the medical doctor. The doctor complained that the 0.537 ng/dl value was implausibly low. On (B)(6) 2018, the sample was transferred to a micro-cup and repeated, resulting as 1.7 ng/dl. The 1.7 ng/dl value fit well with the patient's clinical picture. The customer was concerned that the 0.537 ng/dl value was not flagged. No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number was 30320301, with an expiration date of 30-apr-2019. Calibration and controls were ok. Based on the calibration and control data, a general reagent issue can most likely be excluded. The investigation did not identify a product problem.  The cause of the event could not be determined.